Manufacturer narrative:
(B)(4). The results of the investigation concluded that the catheter met specifications for electrical and temperature testing, and successfully passed an ablation simulation test with no anomalies noted. The device met specifications prior to release from sjm manufacturing facilities as supported by the device history record. The cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure a pericardial effusion occurred. Cryoablation was performed for approximately two hours when it was decided to perform rf ablation as well. The ablation catheter was collecting geometry and placing lesions on the anterior and posterior right superior pulmonary vein when the patient became hypotensive. An intracardiac echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.